Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed multiple abrasion marks along the lead body. Approx. 26.5 cm distal to the is-1 connector pin, the lead body was found squeezed and deformed. In this region, the insulation and the coating of the conductor cable to the ring electrode was damaged. These findings can be considered as the root cause of the reported clinical observations. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that, during a follow-up 36 months after the implantation, the pacing impedance was too low and out of range (< 200 ohms). It was decided to exchange the lead and the ICD. The impedance measurements done directly before the re-intervention were in range. The lead was easily explanted and replaced. No adverse patient side effects were reported.